Event description:
It was reported that the patient presented to the clinic claiming of -feeling poorly-, similar to his condition before the pulse generator was implanted. The right ventricular lead exhibited high impedance. The lead was to be tested in bi-polar configuration.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.